Event description:
Patient (B)(6) was operated on (B)(6) 2018. The surgeon reported that the three-year follow-up x-ray indicated a fracture of the internal ratchet mechanism. The patient has a loss of correction and no pain. No accident occurred. A revision is planned, and fusion is an option.

Manufacturer narrative:
Investigation: a review of the DHR demonstrated that the mid-c system was manufactured, tested, and released according to apifix specifications surgeon x-ray information analysis: the patient was initially operated on (B)(6) 2018. The 3 years follow-up raised a suspicion of ratchet mechanism failure/breakage. The 3-years x-ray indicated a small fracture fragment inside the ratchet mechanism area. In addition, the x-rays indicated a ratchet malfunction (resulting in a backup of the distraction). Ratchet malfunction can result from physical trauma, practicing high-demand sports, and tissue growth inside the ratchet mechanism. Ratchet malfunction may be a coincidental finding and may also be reported together with pain/curve progression/noise. Risk assessment: reoperation events are a known risk that was assessed and recorded by the product risk assessment dms-777 rev q this complaint does not change the occurrences rate. The total rate of ratchet malfunction for any reason posts eco- 59 is 1.23%. The company continues to monitor the effectiveness of the mitigation.